Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a b30 scope communication error and the light guide lens had debris. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad charged coupled device (ccd). The light guide lens had debris, however, the identity of the foreign material (debris) and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.